Manufacturer narrative:
Occupation: health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the finishing of the procedure and in the closing stage of an open aortic root aneurysm, the needle broke. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the finishing of the procedure and in the closing stage of an open aortic root aneurysm, the needle broke. There was no damage to the tissue, only the worry of knowing where this needle was, which apparently remained in the bloodstream. A new device was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted one product with a retainer. The pictured needle was broken. As no sealed samples were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the finishing of the procedure and in the closing stage of an open aortic root aneurysm, the needle broke. There was no damage to the tissue, only the worry of knowing where this needle was, which apparently remained in the bloodstream. A new device was used to complete the case.